Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant and bone to cement interfaces. Unknown cement was used. It is unknown where and when the primary implants were implanted. Doi: unknown; dor: (B)(6) 2020; right knee.